Manufacturer narrative:
Device logs from the anesthesia workstation and a picture of the co2 absorber valves were received from the hospital (which is a self servicing customer). The received logs confirm the reported issues. The picture shows that one of the co2 absorber valves that had been used was an old version that was replaced for a newer version during 2015. The most probable cause of the event was the use of the discontinued version of the co2 absorber valve which should have been replaced during preventive maintenance after 2015.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the leakage test and the pressure transducer test during system check out. There was no patient connected to the anesthesia workstation during the event. Manufacturer´s ref #: (B)(4).